Event description:
Patient allegedly received an implant on (B)(6) 2008 via the right common femoral vein due to pulmonary embolism (pe). Patient is alleging vena cava/organ perforation and tilt. The patient further alleges "pain in stomach, lower abdomen and legs" and "limited general mobility in wheelchair," as well as depression and anxiety. Report from CT (computed tomography): "positive for caval perforation. Superior extent of ivc filter mid l2 vertebral body. Inferior extent mid l3 vertebral body. A total of 11 prongs have perforated through ivc series 2 image 79. Maximum distance prongs perforated through ivc 8.16 mm series 2 image 79. Coronal images 0.52 degree tilt left to right series 4 image 52. Sagittal images 5.69 degree tilt posterior to anterior series 5 image 55. Diameter of ivc directly above filter 12.22 mm x 7.70 mm series 2 image 65. Attention: prongs have perforated both aorta and duodenum best appreciated on series 2 image 81."

Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date the following allegations have been investigated: pain, limited mobility, depression, anxiety. Unknown if the reported pain, limited mobility, depression, anxiety are directly related to the filter and unable to identify a corresponding failure mode at this point in time. (B)(4) devices in lot. No relevant notes on work order. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(4). Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. Summary of investigational findings: the following allegations have been investigated: aorta/vc/ duodenum perforation and tilt. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: it is alleged that "[pt] was implanted with a cook celect filter on (B)(6) 2008. It is alleged that the cook ivc filter has a total of 11 prongs perforating [pt]'s ivc at a maximum distance of 8.16 mm including prongs perforating both the aorta and duodenum and the filter is tilted 0.52 degree tilt left-to-right, 5.69 degree tilt posterior-to-anterior." Patient outcome: it is alleged that "[pt] have endured extreme pain and suffering, loss of enjoyment of life, disability, and other losses. [Pt] may require ongoing medical care as well."